Event description:
It was reported that the patient presented to the hospital. Upon device interrogation, the right ventricular lead exhibited intermittent under-sensing. No intervention was performed. The patient condition was stable.